Event description:
It was reported that the patient had lost (B)(6) since implant which caused her implantable neurostimulator (ins) to be very mobile. The patient wasn't able to charge her ins unless it was in one specific position. The ins was surgically repositioned on (B)(6) 2012 and the patient recovered without sequela the same day.

Manufacturer narrative:
Product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011; product type lead; product ID 37743, serial # (B)(4); product type programmer, product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011; product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011; product type extension.